Event description:
It was reported that physician replaced the sense/pace portion of lead due to high thresholds. The reported lead is still in use for high voltage therapy. The ICD was returned with a report of premature depletion and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. The ICD report is based solely on device return and analysis. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.